Manufacturer narrative:
PMA/510(k) # : p050017/s006. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is being submitted based on the off label use and based on the device malfunction reporting precedence for this device family for the issue of ¿premature stent deployment with safety lock in place¿. During the procedure, after gain access at the appropriate site utilizing an introducer sheath ,then introduced the wire guide through the introducer sheath across the distal segment of the target lesion. Predilated the lesion and vessel before placement of the stent. Insert the delivery system over the wire guide. When the delivery system just entered into the body , the stent released partly automatically before removed the red safety lock. The physician withdraw the stent immediately and removed the delivery system. At last, the physician replaced a new zfv6-125-8-10.0 to use and finished the procedure successfully.

Manufacturer narrative:
PMA/510(k) # : p050017/s006. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington, indiana 47402-4195. Importer site establishment registration number: (B)(4). Problem statement: "during the procedure, after gain access at the appropriate site utilizing an introducer sheath, then introduced the wire guide through the introducer sheath across the distal segment of the target lesion. Predilated the lesion and vessel before placement of the stent. Insert the delivery system over the wire guide. When the delivery system just entered into the body, the stent released partly automatically before removed the red safety lock. The physician withdraw the stent immediately and removed the delivery system. At last, the physician replaced a new zfv6-125-8-10.0 to use and finished the procedure successfully." Device evaluation: the zfv6-125-8-12.0 device of lot number c1480676 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 2nd august 2018. On evaluation of the returned device, the following was noted: defect: stent was found to be partially deployed by 5mm. Functionality: flushed through hub without issue. Unable to flush stent nesting area. Wired with a 0.035¿ diameter wire guide, resistance encountered at white tip unable to deploy stent due to congealed blood, and the attempt separated the flexor from the handle. Additional observations: flexor length was 125.3 cm, which was within specification of 125cm +1.3cm -0.8cm (ref. Ci-dwg-50224 ver. 25). Device returned with red safety tab in place. Distal white tip not damaged. Stent was 12cm long, with one strut broken, likely during withdrawal. Complaint is confirmed as the failure was verified in the laboratory. The stent was found to be partially deployed by 5mm. Possible causes for this occurrence could include the device flexor becoming compressed as the device was advanced in an area that is not indicated. This could apply forces to the stent, and cause or contribute to the premature stent deployment. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. It can be noted that from customer testimony, it is known that the complaint device was used to treat a stenosis of brachiocephalic vein. The following is stated per the product instructions for use: ¿the product is intended for use in the iliac, superficial femoral artery (sfa) and above-the-knee popliteal artery¿¿ document review: prior to distribution all zilver flex devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records (B)(4) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1480676. Summary: complaint is confirmed as the failure was verified in the laboratory. The stent was found to be partially deployed by 5mm. The risk was determined to be low (category iia). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure was completed with another device. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is being submitted based on the off label use and based on the device malfunction reporting precedence for this device family for the issue of ¿premature stent deployment with safety lock in place.¿ during the procedure, after gain access at the appropriate site utilizing an introducer sheath ,then introduced the wire guide through the introducer sheath across the distal segment of the target lesion. Predilated the lesion and vessel before placement of the stent. Insert the delivery system over the wire guide. When the delivery system just entered into the body , the stent released partly automatically before removed the red safety lock. The physician withdraw the stent immediately and removed the delivery system. At last, the physician replaced a new zfv6-125-8-10.0 to use and finished the procedure successfully.

Manufacturer narrative:
PMA/510(k) # : p050017/s006. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is being submitted based on the off label use and based on the device malfunction reporting precedence for this device family for the issue of ¿premature stent deployment with safety lock in place¿. During the procedure, after gain access at the appropriate site utilizing an introducer sheath, then introduced the wire guide through the introducer sheath across the distal segment of the target lesion. Predilated the lesion and vessel before placement of the stent. Insert the delivery system over the wire guide. When the delivery system just entered into the body, the stent released partly automatically before removed the red safety lock. The physician withdraw the stent immediately and removed the delivery system. At last, the physician replaced a new zfv6-125-8-10.0 to use and finished the procedure successfully.